Manufacturer narrative:
Additional device(s) involved in event: medical device. (B)(4). Device available for evaluation. Yes - returned 2017-11-21. Device evaluated by manufacturer. Yes. Preliminary analysis: (B)(4) passed functional testing. Investigation is ongoing additional device(s) involved in event: medical device. (B)(4). Device available for evaluation. Yes - returned 2018-02-20. Device evaluated by manufacturer. Yes. Preliminary analysis: controller (B)(4) failed visual inspection but passed functional testing. Investigation is ongoing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: the controller ((B)(4)) and one battery ((B)(4)) were returned for evaluation. The controller, (B)(4), was initially returned and inadvertently disposed, hence, not available for evaluation. An investigation was created for a non-conformance related with devices that have a potential to be inadvertently disposed. A review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned battery and controller revealed that the devices passed functional testing. Visual inspection of (B)(4) revealed a tear on the output cable. Visual inspection of (B)(4) revealed loose power port 1 and port 2 connectors. The connectors were found loose from the controller housing with the o ring gasket displaced; both connector locknuts were tight inside. As a result, the reported battery with a damaged cable and (B)(4) with loose connectors were confirmed. The reported loose connector on (B)(4) could not be confirmed. Based on an investigation conducted, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most like root cause of the reported damaged cable can be attributed to a tear on the output cable likely due to the handling of the device. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices involved in the event: (B)(4) - battery / catalog number 1650de / expiration date 30apr2017, (B)(4), device available for evaluation?: no, no, not returned to manufacturer, device MFR date: 04apr2016, labeled for single use?: no, (B)(4). (B)(4) - controller / catalog number 1407de / expiration date 30jun2017, device available for evaluation?: no, no, not returned to manufacturer, labeled for single use?: no, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery had a damaged cable and the patient's primary and backup controllers both had loose power ports.  The battery and the two controllers were exchanged.  No patient complications have been reported as a result of this event.